Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 10/06/2010 and 10/15/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that he experienced decreased vision following intraocular lens (iol) implant surgery. The consumer reported that during the iol procedure, the capsule broke. The iol "was placed on top of the capsule instead of inside the capsule". Also "ripples" formed on his cornea. After surgery, the consumer reported his intraocular pressure (iop) was elevated and he was placed on medications. The consumer reported, his iops have come down and his visual acuity is slowly improving. The consumer believes his visual acuity and elevated iops were related to the condition of his cornea. Additional information has been requested.